Event description:
As reported, during laparoscopic hernia repair procedure, the surgeon tried to fixate the mesh with capsure straight fixation device. It was reported when the surgeon fired, the first fastener did not deployed and during second shot, two fasteners were deployed together. It was reported that several fasteners deployed successfully however, after a while the same event occurred again. It was reported that when removing the first fixated fastener, bleeding occurred and usual hemostatic procedure was performed to arrest the bleeding, however, the patient had a tendency to bleed. It was reported that the "loose fasteners and double fasteners" were removed from the patient body. Another capsure straight was used to complete the procedure.

Manufacturer narrative:
As reported, capsure straight fixation device fasteners failed to fixate the mesh, deployed two connected fasteners, and caused bleeding. Sample evaluation finds that the received condition of the two intertwined fasteners consistent with the operator deploying a second fastener into a previously deployed fastener. This resulted in the second fastener threading into the cap of the first fastener and deforming both fasteners. No manufacturing anomalies were found. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jan 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.